Event description:
A nurse reported a corneal burn during a cataract surgery. Per reporter, the sleeve of the handpiece had a different colour than usual. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the surgeon used a micro incision technique with a 2.2mm incision. The company sales representative requested the disposable back for investigation but due to the hospital safety procedure he was unable to obtain a sample. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The operator¿s manual includes the following warnings: use of the handpieces in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of an ultrasonic handpiece other than the specifics handpieces, or use of a handpiece repaired without manufacturer authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator. The u/s tips supplied in the system pack are only to be used on the specifics handpieces. Each u/s tip is intended to be used only once per case, and then disposed of according to local governing ordinances. Use 0.9 mm u/s tips exclusively with 0.9 mm infusion sleeves. Use 1.1 mm u/s and 1.1 mm liquefaction tips exclusively with 1.1 mm infusion sleeves. Mismatching u/s tips and infusion sleeves may create potentially hazardous fluidic imbalances. With no additional, related information provided, the customer reported event of the handpiece causing a corneal burn was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively.